Event description:
The customer reported via the sales rep that the implant has the incorrect label. It is further reported that during an exeter stem revision procedure, the exeter femoral head was labeled 11.3mm and was taken out of a box labeled 14.3mm. It is further reported that the surgeon made the decision to implant the existing femoral head onto the new exeter stem and complete the procedure. It is further reported that there are no adverse consequences, and the surgeon was satisfied to put the existing head on the new unit.

Manufacturer narrative:
Lot code was not distributed in the us.